Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella cp device for mechanical circulatory support. The complainant reported an easy guide lumen that broke within the pump during preparation of the device. The pump was never inserted into the patient. A new pump set was opened and used successfully.

Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The product was returned and the introducer damage was confirmed. The easy guide lumen was broken inside the pump during prep stage. The root cause of the delivery issue was a broken red lumen which was determined to be use-related. This report is being filed as part of a retrospective review of historical records.